Event description:
During the cataract procedure the pt experienced a wound burn. Add'l info from surgeon: the irrigation was fine and the equipment was checked out. There was no heat from the hand piece, and no indication anything was wrong until whitening of the cornea at the wound. There was no smell. Pt outcome: the pt responded suture. The only consequence was cornea edema. There is a good chance of recovery which may take a few weeks.

Manufacturer narrative:
One phacoemulsification needle tip was returned taped to a piece of card stock. The original packaging was not returned. The part number and lot number cannot be verified or determined. The needle looks well used. There is marring, dents and gouges all over the needle hub and some in the tip. The needle threaded onto the returned hand piece easily. A functional test was performed using the hand piece. The hand piece was activated at 100% power for 2 minutes while immersed in a beaker of water. The needle did not become hot to the touch. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2.